Event description:
Follow up information identified the patient underwent lead revision on (B)(6) 2017. No new product was implanted. Postoperatively, effective stimulation was restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation after the patient fell. Reprogramming attempts were unsuccessful. X-rays confirmed the patient¿s lead migrated. As a result, the patient may be pending lead revision.

Manufacturer narrative:
Follow up information identified the physician not only explanted the patient¿s lead, but also replaced it on (B)(6) 2017.